Manufacturer narrative:
The patient was discharged in (B)(6) 2019 after they were implanted on (B)(6) 2019. The patient was then readmitted for right heart failure on (B)(6) 2019 as stated in the initial report. Multiple attempts were made to obtain additional information regarding this event but no further details were provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient was readmitted on (B)(6) 2019 for right heart failure that was diagnosed via echocardiogram. The patient was diuresed and placed on vasodilators to improve right ventricular function. The device is reported to be operating as intended. No further information was reported.